Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited noise. Noise was reproducible with isometrics. The patient was stable and would be monitored.